Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to surgical technique or patient condition. However, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of event - unknown; date implanted - unknown; date explanted - unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to an unknown reason.